Manufacturer narrative:
Device evaluation is not possible at this time. Dental implant is currently implanted.

Event description:
As per (B)(4), a dental implant appeared to have caused an allergic reaction upon implantation. The implant was not explanted. Patient impact of "inflamation" and pain were recorded.